Event description:
Patient notes having "clips and expungement in both femoral arteries to be replaced every (five) 5 years". Device and manufacturer was not specified. Patient notes and further alleges experiencing "pain, can feel the filter move, severe abdominal cramps, constant anxiety and stress, no longer able to hula hoop (used to do so for exercise), unable to wear high-waisted pants". Patient also notes experiencing "depression" and "fear". Per a computed tomography (CT) report of the abdomen dated (B)(6) 2018: "there is a infrarenal ivc filter, the tip of the filter is below the level of the bilateral renal veins. There is anterior tilting of the filter, with the apex touching the anterior ivc wall, this is best appreciated on series 301 image 72. There is no compelling evidence of ivc perforation, filter strut fracture or bending. Cannot evaluate the patency of the ivc on noncontrast CT".

Manufacturer narrative:
Investigation is reopened due to additional information provided. The following allegations have been investigated. Pulmonary embolism (pe), anxiety, depression, fear, cannot exercise, pain and stress. The reported allegations have been further investigated based on the information provided to date. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Unknown if the reported anxiety, depression, fear, cannot exercise, pain and stress are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation is reopened due to additional information provided. The following allegations have been further investigated based on the information provided to date: tilt, vc perforation, unable to be removed. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2015 via the left femoral vein due to post deep vein thrombosis (dvt). Patient is alleging device tilt, vena cava perforation, device is not able to be removed. Per the inferior vena cavogram, placement cook celect vena cava filter report dated (B)(6) 2015: "analysis of venogram: the inferior vena cava was of interest normal in size with the left common iliac vein appeared to be somewhat dilated. The common iliac vein on the left was almost the same size as the inferior vena cava. The right appeared to be considerably less in size". Conclusion: 1. Normal appearing inferior vena cava without thrombus; however, dilation of the left common iliac vein as described was noted. 2. Successful placement of cook celect ivc filter distal to renal vein entry points. The patient tolerated procedure well". Additionally, per the CT abdomen wo report dated (B)(6) 2018: " impressions: the filter is tilted anteriorly. Its proximal cone has penetrated through the wall of the ivc into the pericaval/mesenteric fat. This may make the filter nonremovable. The filter legs have penetrated through the wall of the ivc into the pericaval/mesenteric fat".

Event description:
Per a CT pelvis and abdomen: "ivc filter. The cephalad margin of the filter protrudes through the inferior vena cava and abuts the dorsal margin of the third portion of the duodenum, several of the tines protrude through the wall of the ivc, one of which abuts the right lateral margin of the right common iliac artery".

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. 20 devices in lot. To date, one other complaint, for a similar issue, has been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
'It is alleged that "[pt] received a cook celect filter on (B)(6) 2015". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.